Manufacturer narrative:
The provider evaluated the device. The scooter is in excellent condition. The provider test drove the scooter and experienced normal operation. The device is operating properly. Should further information become available, a follow-up report will then be issued.

Event description:
Customer alleges scooter seat came off as she was being lowered on a lift from (B)(6) bus.